Event description:
It was reported that the device heated up during routine maintenance. There was no patient involvement and no user injury or adverse consequences.

Manufacturer narrative:
The device was received by the manufacturer and a quality investigation is anticipated. A follow-up report will be filed when the quality investigation is completed.